Manufacturer narrative:
D10 concomitant medical products and therapy dates updated. H4 device manufacture date updated.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs were reviewed and as reported there was a controller error on 1/2 that resolved within a minute. At this time, all optical signal metrics railed to some factor of +/- 16384. Product was not returned for investigation. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an implanted impella 5.5 pump experienced intermittent optical signal issues during patient support. Two days into support, the pump triggered impella position unknown alarms that self resolved. The staff opted to monitor the situation and pump support remained uninterrupted. There was no noted patient harm.